Manufacturer narrative:
The consumer has forwarded pictures of the device. The device has been received on 11/11/2015 and is currently under evaluation.

Event description:
The consumer alleges that the unit has mold and corrosion. The consumer opened the product and discovered it was mold and corrosion.